Manufacturer narrative:
Correction information: g1 additional information revealed the initial MDR for this event was reported under the incorrect MFR report number and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3004936110.

Manufacturer narrative:
A product investigation is not available because the device was not returned. The cause of the reported event remains unknown.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.